Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 495 mg/dl. The customer was treated with 15 units of novolog. Customer's blood glucose value was 495 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. Customer wife (B)(6) stated that he got no delivery alarm, cleared it, changed infusion set and still was getting alarm. Repeated and alarm had gone the product was returned for analysis.